Event description:
Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed h10 additional narrative: added: b5.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had pain in flexion. The knee was opened up and scar tissue was released and removed. The surgeon decided to leave the implants as they were. No implants were exchanged and closure of the incision was performed. No surgical delay. Doi: unknown, doe: (B)(6) 2021, unknown affected side.